Event description:
It was reported that during a clinic visit, the healthcare provider noted a pump stop in the patient's alarm history that had occurred a few days prior. The patient did not report any alarms and had not experienced any symptoms. Log file analysis captured low voltage hazard alarms. The patient's controller and battery clips were exchanged. The patient would be kept in the hospital for observation. Related controller MFR #: 2916596-2023-00656.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a motor stop could not be confirmed as the log file from the primary controller that was in use at the time of the reported event was not provided for review. The submitted log file contained only one line of information on 30jan2023 after the driveline was connected and the clock was set. It was noted that the log file provided was from the new controller; the account communicated that the log files from the old controller could not be retrieved as the products have been disposed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) (rev. B) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms, including pump off alarms, as well as how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. The heartmate ii lvas patient handbook (rev. C) is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, also outlines all system controller alarms, as well as the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the exchange of the battery clips resolved the low voltage alarms. The log files could not conclude a cause of why the motor stopped.